Manufacturer narrative:
The device was returned to zoll and was evaluated along with the mfc cable from the alleged event. The device log was reviewed and does not suggest any attempts by the user to charge or use the device on the date of teh event. The customer confirmed this was the correct device that was returned. The device passed all testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.